Event description:
The customer reported that the unit would only power up in shift/system check mode.

Manufacturer narrative:
The unit was evaluated by the customer and the problem was isolated to the keyscan printed circuit assembly (pca). Replacing the keyscan pca resolved the issue.